Event description:
It was reported that a stent shaft broke. A procedure was being performed using a synergy xd 3.50 x 32mm for treatment. The physician had noted that during the procedure, the shaft of the stent had broken. No patient complications were reported due to this event.